Event description:
Consumer claims to have had ears pierced at a retail vendor with the inverness system in 2005. Sought medical attention for redness and swelling at the piercing site on ten days later. An oral antibiotic was prescribed at that time. Sought medical attention again on the following month, and was admitted to hospital overnight, where an incision and drainage was performed. Discharged on the next day with oral antibiotic prescribed.

Manufacturer narrative:
Incident reported to inverness in 2006. Requested information on 11/20/2006 and 12/05/2006. Information not received until 05/29/2007.